Event description:
The customer contact reported an inability to deliver medication through the clave y-site. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, an unspecified tubing set that was connected to an unspecified power injector was attached to the clave y-site to deliver an unspecified contrast. After an unspecified length of time in use, the customer contact reported "the clave valve not functioning and that diameter of the set that was attached to the clave port was inflating or expanding" and the procedure was stopped. The tubing set was replaced and the procedure was resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.